Event description:
The IV was started with a bd saf-t-intima device. The pt complained of increasing pain, and the nurse noticed that the needle had remained inside the catheter after removal of the stylet.

Manufacturer narrative:
The sample has been forwarded for investigation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Date submitted: 13 july 2007.